Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site and the cannula was noted not to be damaged. Insulin was observed exiting the infusion set tubing. The customer reconnected to the infusion set site and insulin delivery was resumed. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes. During troubleshooting with tandem technical support, the pump date was noted to be off by one day. The customer did not know when the date changed.

Manufacturer narrative:
The investigation has been completed. No device issue related to the occlusion was found. A different issue was identified.